Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 23-jun-2016, an fse visited the customer to address the reported event. During servicing, fse was able to confirm the intermittent low pressures. Fse replaced both check valves and the column. Then, fse primed the instrument and adjusted the flow rate. Fse also replaced the sample needle as they found low total areas on diluted samples during evaluation. The instrument was calibrated and controls were ran with acceptable results. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event were the purge check valves and the sample needle.

Event description:
On (B)(6) 2016, a customer reported low total areas on whole blood samples with their g8 analyzer. The customer troubleshooted by running capped and uncapped samples and the issue was intermittent. The customer tried a drain flush but the low total areas returned. The customer verified that there was no blockage in the drain tubing and the hemolysis wash tubing was not kinked. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.